Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A case with inaccuracy occurred at (B)(6) on (B)(6) 2018. The measured average deviation was slightly over 2mm. This case occurred with the 3.0 robot, and the fixation was extremely rigid,neither the field service engineer nor the surgeon, noticed any movement. There were no adverse effects for the patient and clinically the case still allowed for good diagnostic information to be obtained.

Event description:
A case with inaccuracy occurred at baylor st. Luke's on (B)(6) 2018. The measured average deviation was slightly over 2mm. This case occurred with the rosa brain 3.0 robot, and the fixation was extremely rigid, neither the field service engineer nor the surgeon, noticed any movement. There were no adverse effects for the patient and clinically the case still allowed for good diagnostic information to be obtained.

Manufacturer narrative:
It was reported that the electrodes were implanted inaccurately. Event summary, device history record review and complaint history review did not identify contributing factors. This complaint is the only one that was received for this device up to date. The inaccuracy is confirmed for all seven trajectories implanted, with a global shift in the caudal direction. The inaccuracy can be due to an insufficient registration accuracy or a movement of the leksell frame after the registration and before to start the implantations. As the registration verification step was not performed, the cause cannot be confirmed. A complete maintenance passed on the 16-nov-2018, therefore, the device probably worked as intended. The surgeon who was operating the device has no documented training record and the subject assisted surgery was its second one with this device, but a zimmer biomet representativewas assisting the case.corrected data:- b4 date of this report- g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer- h6 event problem and evaluation codes